Manufacturer narrative:
The impella cp has been requested for return; however, not yet received. Should device return and any new information pertaining to product deficiency be identified, a supplemental MDR will be filed with the results of the investigation.

Event description:
The complainant reported a (B)(6) hispanic female presenting with acute myocardial infarction, cardiogenic shock, receiving continuous dialysis, and receiving support from a mechanical ventilator. The impella cp was inserted and used for cardiovascular support. During the procedure, there was an absence in distal pulses in the patient's limb. As treatment, the device was removed to prevent lasting harm.